Manufacturer narrative:
Clinical review: there was an incidental finding of a previous hospitalization which occurred on (B)(6) 2018. The exact event that led to the patient¿s hospitalization is unknown. However, diagnoses for the hospitalization recorded a fractured patella, hypertension, hyperlipidemia and peripheral vascular disease with stent placement in lower extremity. Details surrounding the patient¿s hospitalization course are unknown despite multiple due diligence attempts. Currently, there is no indication the patient was in an active pd treatment using the device when the patient required hospitalization. Additionally, there have been no reported liberty select cycler product deficiency or malfunction associated with the patient¿s hospitalization in the file. The patient reportedly required rehabilitation until (B)(6) 2018. Upon review of the limited information, there is no allegation or any documentation that indicates the liberty select cycler caused or contributed to a serious adverse patient outcome.

Event description:
"."

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized on or about (B)(6) 2018 for hypertension and the patient was discharged on (B)(6) 2018. There was no allegation of a device malfunction causing or contributing to the alleged event. Additional information was solicited.